Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was further noted that the controller and motor were defective and the housing and nose were badly damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear . If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by netherland that during service and evaluation, it was observed that the control unit was not functioning on the battery oscillator device.&#2057;t was further noted that the housing and nose were badly damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.